Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Ran three accuracy tests, the pump was found to be within manufacturing specifications. Performed pump's pressure switch test. The results showed within the pump's manufacturing specifications. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: reinstalled software as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump "failed to pass testing ranges (getting 23.57)". No patient injury reported.